Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump was received with moisture damage on the motor. Unable to verify the off no power alarm due to the blank display. The pump was received with a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was empty. Device reset and lost power. Customer's blood glucose was 33 mmol/l. Display did not return after a battery change. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.